Event description:
The customer reported a loss of live image during a case. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and cleaned and regreased the high voltage connectors and replaced the snubber board. The system operates as intended.